Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. They did not hear the difference between the audio volumes 1 and 5. The customer also reported physical damage to the insulin pump. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Insulin pump communicated properly with test guardian link transmitter. No auto mode, lost signal alerts, lost sensor alerts, move sensor closer to the pump and wait for 15 minutes messages or calibration anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. No stuck button anomalies or intermittent button response anomalies noted during testing. Device received with severely faded serial number label.